Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-11109, 11110. The pt rec'd four leads (off-label), and two had the same lot number. It was reported the pt was in an automobile accident, and her leads had moved. An x-ray had been taken which revealed the leads had all moved to the right. The physician replaced the leads.